Event description:
Surgeon said put me in a mentor gummy bear implant study group in first half of 2006. I had many complications and had them removed and replaced by 2010 by another surgeon. Explanted in 2015 after suffering multiple lung infections, coughing up blood, heart problems, joint pain, chronic fatigue, vision problems, cognitive issues, silicone reactive now and had to have lymph nodes removed that were full of silicone, muscle, other tissues were also contaminated with silicone and had to be removed. I currently have multiple masses of silicone in my lungs that we are unable to touch to remove. Explant surgeon stated that my mentor smooth gummy bear implants were one of the worst cases she had seen of implants deteriorating substantially beyond their actual chronological age.